Manufacturer narrative:
Insulin pump received with missing segment due to bleeding lcd display. Insulin pump passed displacement test unable to perform battery test due to missing segment on lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. Customer report they received failed battery alert. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.